Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mmk790 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2019 and suture was used. The surgeon noted that the tip of the needle broke off the end and was found on the patient¿s sterile drapes. There were no adverse patient consequences reported.